Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert triggered on (B)(6) 2012 due to meeting the conditions for non-sustained tachycardias (nst) and ventricular short interval counts (v-sic). One nst episode of less than 220 milliseconds v-v cycle length was recorded on (B)(6) 2013 and 1030 lifetime v-sics occurred since implant. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the lead integrity alert was triggered due to sensing integrity count and nonsustained episodes noted for t-wave oversensing. The sensitivity was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor on (B)(6) 2012. Nine ventricular nst<=210 ms between (B)(6) 2012 and (B)(6) 2012.